Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted (B)(6) 2013, dtba1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds post ablation procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.